Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cutter did not work during a procedure and the status of the aspiration was not reported. The procedure was completed and there was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Three opened probe were returned for evaluation for the report of cutting did not work. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Sample #1: the returned sample #1 was visually inspected and deemed nonconforming. The needle is cracked and bent approximately 45 degrees. No functional testing was able to be performed due to the visual condition of the probe. The probe sample #1 was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Gouge marks observed at bend area. Sample #2: the returned sample #2 was visually inspected and deemed nonconforming. Thick sticky foreign matter observed on the inner diameter of the port. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The sample would not cut. The probe sample #2 was disassembled and the components inspected. There is approximately 10-15 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the bent needle. Gouge marks observed at bend area and several locations along the inner cutter. Sample #3: the returned sample #3 was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The sample did not actuate. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe sample #3 was disassembled and the components inspected. There is approximately 20-30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Gouge marks observed at bend area and several locations along the inner cutter. The actuation test was repeated on the disassembled probe samples #1, 2, and 3 and the actuation test of each sample was then found to be conforming. The initial test was deemed nonconforming and a retest showed the cutter samples #1,2, and 3 were able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe samples #1, #2, and #3 each had a performance issue. The most likely cause for the poor performance of samples #1 and #3 is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from the gouge marks at the bend area of samples #1 and #3. When the interference was removed during the disassembly of the probes, the actuation test was conforming when retested. This bent needle condition appears to have occurred during the probe being used in surgery for approximately 20 minutes for sample #1 and approximately 20-30 minutes for sample #3, however it is not known how the needle and cutter from the samples actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The most likely cause for the poor performance of sample #2 is from a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. When the interference was removed during the disassembly of the probe sample #2, the actuation test was conforming when retested no specific action with regard to this complaint was taken because the reason for the bent needles of samples #1 and 3 cannot be determined from this evaluation, but does not point to the manufacturing issue and samples #1, 2, and 3 were manufactured to specification once the interference was removed. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. No additional action is required at this time. (B)(4).